Event description:
Pt with a tortuous anatomy. It was reported that the device was able to be unjacketed only 2/3 of the way as a result of the figure eight prematurely releasing from the groove. The sheath was advanced all the way up to help protect the common iliac and pull the device out. As the device was being pulled out, the iliac artery tore needed a repair by the physician. The pt is doing fine.